Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during use, the image was found to be blurry and unclear. After wiping the lens and redoing the white balance, the fault still remained. The surgery was completed by using another endoscope. The prolongation due to the malfunction was between 15 and 20 minutes. No negative impact in state of health reported.